Manufacturer narrative:
The spinal cord stimulator was used off label for occipital stimulation. Concomitant products: product ID 37713, serial# (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID neu_unknown_ext, implanted: (B)(6) 2012, product type extension; product ID 3778-45, implanted: (B)(6) 2012, product type lead; product ID 3777-45, implanted: (B)(6) 2012, product type lead; product ID neu_unknown_lead, implanted: (B)(6) 2012, product type lead; product ID neu_unknown_ext, implanted: (B)(6) 2012, product type extension; product ID neu_unknown_lead, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the managing physician examined the patient on (B)(6) 2013. The patient reportedly how two implantable neurostimulators (ins), one for spinal cord stimulation (implanted in right abdomen) and one for occipital stimulation (implanted in the left abdomen). It was stated that the shocks only occurred on the right side. The patient claimed the left ins was no charging fully, but upon inspection by the physician, it was fully charged. It was also stated that the patient suspected water accumulation around the right ins, but the physician confirmed that there was a ¿very little amount¿ and that was ¿normal¿ hence no need to worry about it.¿ it was further stated that the patient had no more shocks in the head and body, the charging was working ¿perfectly well,¿ and that she was receiving effective therapy. It was noted that the patient had given conflicting statements previously. The physician reportedly never told the patient that it was dangerous to remove the occipital leads, only that it would be difficult to implant new leads in the same place. That was why the physician recommended waiting and seeing if the shocks would resolve. Please refer to mfg. Report # 3007566237-2013-00942, as this report relates to the patient¿s right ins for spinal cord stimulation. Both implants were active at the time of the shocks.

Manufacturer narrative:
(B)(4).